Manufacturer narrative:
Concomitant medical products: model: unknown model competitor device; implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert due to high rv defibrillation coil impedance. Reprogramming was completed and the patient has been fitted for a lifevest wearable defibrillator until the lead can be replaced. The lead currently remains in use. No patient complications have been reported as a result of this event.